Event description:
New information received noted that the patient presented for a generator upgrade procedure on (B)(6) 2023. The patient's right ventricular (rv) lead was also planned to be replaced due to previous episodes of noise, but the physician decided to keep the chronic rv lead implanted and plugged into the left ventricular port as a means of providing safety pacing. A new right ventricular lead was implanted on (B)(6) 2023 intended for left bundle branch pacing. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with high ventricular rate episodes showing right ventricular lead noise and leading to pacing inhibition. Programming changes were made on (B)(6) 2021 and the patient's right ventricular lead activity is being monitored. The patient was stable.